Event description:
During an in clinic, the patient noted dizziness. Upon interrogation, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. Lead insulation damage was suspected. The lead was reprogrammed to resolve the event. A lead revision is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.